Manufacturer narrative:
No patient injury was involved. The device history record confirms that the product passed and met all requirements before releasing. Foot pedal replacement was ordered to resolve the customer's issue. Due to the site reporting an unintended discharge of laser energy, this event is an aro (accidental radiation occurrence) and therefore reportable.

Event description:
It was reported from the site that the picosure device double fires intermittently. The foot pedal is also wearing out and requires a lot of weight to active it.